Manufacturer narrative:
On 11/23/2015 a medtronic representative performed an imaging system check-out, mechanical, cable grade, safety inspection and software areas passed. Imaging modalities test failed. X-ray battery status bar drops to zero and imaging system powers off within two minutes of being unplugged. X-ray battery voltages and charger output voltages are below requirements. - return requested. Replacement battery charger 1 shipped to site. Medtronic investigation of suspect battery charger, returned on 12/04/2015, was unable to confirm "output voltage low." Battery charger 1 pcba passed bench output testing on fixture. Visual inspection results in identifying leaky caps, and the board has minor warping. Installed pcba in o-arm system and it functioned as expected. No functional problem found; leaky caps. No fault found. Device found to be fully functional. - return requested. Replacement battery charger 2 shipped to site. Medtronic investigation of suspect battery charger, returned on 12/04/2015, was unable to confirm reported problem "output voltage low." Pcba passed bench output testing, all outputs were within the specified range. Installed battery charger 2 board in o-arm system and it functioned as expected, no battery errors. During bench testing and installation a significant number of capacitors are leaking. No functional problem found; leaking capacitors. No fault found. Device found to be fully functional. On 11/24/2015 a medtronic representative performed an imaging system check-out, mechanical, cable grade, safety inspection and software areas passed. Imaging modalities test failed. X-ray battery charger output below specifications. X-ray batteries do not hold a charge. - medtronic investigation found the root cause of the reported issue to be low voltage batteries. Investigation of the returned charger boards found no fault, and they functioned normally during testing. Upon replacement of the batteries, the issue was resolved. The batteries directly caused the event, although they will not be returned because they were discarded at the site. Issue resolved with battery replacement. System is functioning normally. - return requested. 30 replacement 9amph 12v batteries shipped to site. Site discarded suspect batteries and will not be returned to manufacturer for analysis. On 01/12/2016 a medtronic representative, following-up at the site, reported this event did not affect the surgical approach.

Event description:
A medtronic representative reported that, while in a spine procedure, and when attempting to take a 3d spin with the imaging system, a battery level critical message was received. They removed the imaging system from around the patient and re-booted the system. The medtronic representative confirmed that the imaging system was plugged into an outlet when they attempted to take a spin. Surgeon decided to use a c-arm to continue the surgery. The surgeon discontinued the use of the imaging system and the navigation system and, instead used a c-arm to continue the procedure to completion. They attempted to drive the imaging system out of the operating room (or) and the system powered off. The radiographic technologist (rt) plugged the imaging system into an outlet, allowing them to drive the system out of the or. Delay in therapy was less than one hour. There was no impact on patient outcome.